Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll bns had foreign matter. The following information was provided by the initial reporter: "it was brought to my attention that dark smudge was observed on the 1ml syringes (ref 309648) of batch 3158955." Response received on 03-nov-2023. Can you please confirm the location of the smudge? Is it inside the barrel on the fluid pathway or outside on the surface of the syringe? It was observed exactly between 0.7 and 0.8 measurements. Is the fm able to be removed or is it embedded in the plastic? I think it is embedded on plastic.

Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. Three samples and five photos of 1ml luer-lok syringes were received by bd. A quality engineer was able to review the samples and photos from batch #3158955 regarding item #309648. All three syringes were received loose with smeared print on the barrel between the 0.7 and 0.8 graduation lines. Three of the photos show loose syringes with the condition described previously, with one image showing 3 syringes and two showing 2. One photo shows the box carton label with all applicable product information, and another photo shows a shipping label with the applicable product information. The conditions observed are non-conforming per product specification. Potential root cause for the smeared print defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided batch number 3158955 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.